Event description:
Event verbatim [preferred term] burn blister on her neck/ severe pain in neck [burns second degree], case narrative:this is a spontaneous report from a contactable consumer (patient's mother). A (B)(6) female patient (not pregnant) of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: t11466c, expiration date: apr2020, from (B)(6) 2017 at an unspecified frequency for neck stiffness. The patient medical history included sensitive skin. Concomitant medications were reported as none. The consumer informed that her daughter had a big burn blister. Thermacare was used on (B)(6) 2017 for 12 hours. It was not used previously, but other warming products for pain treatment ("multiple times, unknown when exactly"), which were tolerated well. Thermacare was used directly on skin, during its use the consumer was ice-skating for 30 minutes; the skin was checked 2-3 times during the use. Approximately at 7:30 pm on (B)(6) 2017 the patient experienced severe pain in neck- after she removed the wrap she detected the burn blister on her neck. The patient had consulted neither physician nor pharmacist. The patient had light, sensitive skin and no skin diseases. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event "burn blister on her neck/ severe pain in neck" was resolved after 10-14 days. Additional information has been requested and will be provided as it becomes available. Follow-up (08jan2018): new information received from a contactable consumer includes: patient age, medical history, concomitant drugs (none), event data (onset date, and outcome for the event burn blister). Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per (B)(4), effective date: (B)(6) 2016. Consumer reports a "heat wrap caused burned blisters on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn blister on her neck/ severe pain in neck [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer (patient's mother). A (B)(6) female patient (not pregnant) of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: t11466c, expiration date: apr2020, from (B)(6) 2017 at an unspecified frequency for neck stiffness. The patient medical history included sensitive skin. Concomitant medications were reported as none. The consumer informed that her daughter had a big burn blister. Thermacare was used on (B)(6) 2017 for 12 hours. It was not used previously, but other warming products for pain treatment ("multiple times, unknown when exactly"), which were tolerated well. Thermacare was used directly on skin, during its use the consumer was ice-skating for 30 minutes; the skin was checked 2-3 times during the use. Approximately at 7:30 pm on (B)(6) 2017 the patient experienced severe pain in neck- after she removed the wrap she detected the burn blister on her neck. The patient had consulted neither physician nor pharmacist. The patient had light, sensitive skin and no skin diseases. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event "burn blister on her neck/ severe pain in neck" was resolved after 10-14 days in (B)(6) 2017. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per (B)(4), effective date: (B)(6) 2016. Consumer reports a "heat wrap caused burned blisters on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08jan2018): new information received from a contactable consumer includes: patient age, medical history, concomitant drugs (none), event data (onset date, and outcome for the event burn blister). Follow-up (11jan2018): new information received from product quality complaint group includes investigation results. No follow-up attempts possible. No further information expected. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time, comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , . Case narrative: this is a spontaneous report from a contactable consumer (patient's mother). A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: t11466c, expiration date: apr2020, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer informed that her daughter had a big burn blister on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.